Event description:
The biomedical engineer reported that the purge cassette door on their console (aic) was jammed. There was no patient harm and the device was removed from service as a result of the failure.

Manufacturer narrative:
The investigation for the aic purge issues has been completed. Console logs were reviewed from the reported day of event do not provide any information that would indicate whether an attempt was made to open purge door. Logs show case start wizard being initiated (and then cancelled) via aic menu, which was not followed by purge cassette being inserted. During 7 prior case starts, each time purge cassette was able to be installed, indicating purge door was able to be opened. The console was returned for evaluation. Upon functional inspection, the issue was not reproduced and the purge door (lid) was found to be operating properly. There was no evidence of any contamination that might have affected the ability to open it. It is most likely that the door release button wasn¿t being pushed hard enough. This report is being filed as a part of the retrospective review of historical records.